Manufacturer narrative:
The lens was inserted and removed. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the haptic of a za9003 18.0 diopter intraocular lens (iol) was noticed damaged after being inserted in the patient's right eye. Therefore, the lens was removed and replaced with a non-amo lens. There was an incision enlargement performed, but no vitrectomy and no sutures were used. Reportedly, the patient was discharged without complications. No additional information was provided.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 03/26/2018. Device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. The cartridge was observed under a microscope and viscoelastic residue was observed only in the cartridge tip. Also, stress marks were observed in the tip. The lens was observed under microscope, it was observed with viscoelastic residue in the optic zone. One of the haptic was observed positioned and without damages and the other haptic was detached and missing. Dimensional measurements (drill hole and loop insertion depth) were taken to address the complaint issue reported. The measurements results were found acceptable. Due the condition of the lens received the complaint was verified. However, it could not be related to the manufacturing process. It could be related to the handling process due to the lack amount of viscoelastic observed. Therefore, no product quality deficiency was identified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
In review, the initial emdr was submitted with an incorrect aware date of (B)(6) 2018. The correct aware date is (B)(6) 2018. This section has been updated and corrected. Date received by manufacturer: 02/21/2018. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.